Event description:
It was reported that the ilet screen intermittently failed to illuminate and was unresponsive for a few seconds, consistent with a device display or user interface performance issue. Symptoms included a transient inability to interact with the device interface. Outcomes included no injury, no alarms, and no interruption requiring medical care. Investigation included customer support troubleshooting and education, verification of current firmware, and a device restart. Investigation of this case revealed no reproducible fault following restart and no alerts to indicate broader system malfunction, suggesting a transient user interface anomaly localized to the display subsystem. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with an intermittent, non-serious device user interface behavior.

Manufacturer narrative:
Initial.